Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt began experiencing difficulty communicating with the charger and programmer. The pt was sent a new charging system and experienced the same results. The sales rep met with the pt and verified that the charger was functioning properly. The doctor decided to revise the ipg. The device was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.